Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Customer reported via email: (B)(6) 2020: possible contamination on the carefusion para/thora trays. 14jan2020 customer response: can you describe more specifically what the contamination issue is? There is an increase in number of bacterial infection in the thoracentesis fluid preformed by different physician. When was the issue noted? During a procedure or prior to the procedure? No issues noted during or prior the procedure do you have a batch number for the affected tray? There are multiple procedures done, no specific tray. Do you have samples available for evaluation? I do not have samples. 22jan2020: additional queries to customer: were you able to isolate the organism of bacteria growth to something specific? If they isolate organism are the procedures done in an outpatient or inpatient setting. Are all the procedural trays from the same device code as they state no specific tray initially? Can they provide a lot # of any of the trays? Was there a commonality amongst the patients? How many patients? (B)(4) 05feb2020: multiple attempts made to gather more information without success.